Event description:
Through follow-up, the surgeon provided the following additional information. Per report, there was level one cell associated with flare in the anterior chamber (ac) of the operative eye (os), and no foreign bodies were observed. The reported noted that the reported event resolved with no problem in the surgical eye.

Manufacturer narrative:
Additional information: b7(japanese). An evaluation of the returned device was completed. An x-ray evaluation revealed that the cam assembly had been activated four (4) times and no stents were found. The trigger button motion was functioning as intended. The device was disassembled and visually inspected. No non-conformances related to the reported event were found. Visual inspection found a white particulate in the returned vial (sealed), which altered from white to a brownish hue following sterilization. The particulate was further analyzed (photometrics analysis) using fourier transform infrared spectroscopy (ftir) and identified the particulate as vectra c130- a liquid crystal polymer (lcp). Further inspection of the particulate¿s ftir curve with the ftir curve of a singulator holder found a match; indicating that both the particulate and singulator holder were of the same material. A review of the device manufacturing process suggests the white particulate had likely originated from the singulator holder fabrication process. Based on these findings, the white foreign particulate was identified as lcp. The root cause was likely due to a defect in the singulator holder fabrication process. This event is being further investigated; and the rate of the issue reported to glaukos is considered low and acceptable. The clinical benefits of using the device continue to outweigh the potential risks associated with this hazard. Glaukos will continue to investigate and monitor complaints of this nature. MFR# reference: (B)(4).

Manufacturer narrative:
(B)(4). The device has been returned to glaukos for evaluation, and the investigation is ongoing. The device history record review of the manufacturing lot, including sterilization records, was performed and there were no non-conformities found to be related to the reported event. An evaluation of the retain sample from the device lot was performed. The injector was actuated twice, and both stents were deployed. No foreign particulates were observed during stent deployment, and no foreign particulates were found on the insertion tube or the splayed trocar. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There was one (1) additional similar issue reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that during a trabecular microbypass stent system procedure, a particulate described as a "white foreign material" came out of the injector when the first stent was deployed. The particulate was removed from the eye intraoperatively, and there was no report of patient injury. Additional information has been requested.